Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had been using the recharge telemetry module on a regular basis and over time it became hotter during each recharge cycle. The patient reported being sent a new recharge telemetry module which resolved the issues of heating and incomplete charging. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was feeling heat in her charging system as well as the controller. The patient also couldn't fully charge her ins. The rep reported that the patient was seeing the screen to call the manufacturer with ¿mob4¿ code. It was unknown what factors contributed to the issue. The rep suggested the patient removed the battery from the controller which the patient said she had already done. The rep told the patient to stop trying to charge and call the manufacturer on (B)(6) 2020 since they were not available on the weekend to troubleshoot. Additional information was received from the patient on 2020-06-08. The patient reported that the recharger was hot and leaving a bright red mark on the back. The recharger cord was hot at the big oblong part and the controller was also hot. The recharger coil and box get hot. The patient reported seeing ¿mp04¿ code. It was later clarified that the message seen was rm04. The patient reported that the controller charged fine when plugged into the wall, but when recharging the implant, the no device found screen comes up. No further complications were reported.